Event description:
Could not visualize the catheter. They use a portable fluoro machine.

Manufacturer narrative:
Product implicated is a 3.5 french umbilical catheter. Returned for evaluation are seven unopened samples from the same lot. Lot history review indicates no related component or mfg problems and no product complaints of similar nature. The complaint reports ineffective radiopacity. The lot samples were tested using an astm approved test method for radiopacity. The product sample exceeds the astm requirement for radiopacity as being as good as or better than the standard. According to this testing, this catheter is in specification for radiopacity. The complaint of ineffective radiopacity is inconclusive since the original complaint samples were not returned for evaluation. The same lot samples are within specification. Several factors can effect radiopacity, including the size and structure of the pt, the location of placement, and the condition of the equipment used at the medical facility. Any combination of factors can cause difficulty viewing the catheter.